Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 09-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and uterine leiomyoma ('huge fibroma') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("hyper painful periods"), pain in extremity ("throbbing in the right leg during menstrual period"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), myalgia ("muscle pain"), sleep disorder ("disturbed sleep"), dry mouth ("dry mouth"), dry eye ("dry eyes"), eye pruritus ("itchy eyes"), lacrimation increased ("watery eyes"), productive cough ("wet cough with mucus"), vaginal discharge ("vaginal discharge"), vaginal cyst ("vaginal cysts"), abdominal distension ("abdominal swelling, bloating"), flatulence ("flatulence, a lot of gas"), joint swelling ("swollen ankle"), amnesia ("loss of memory"), aphasia ("say one word in place of another; search for words"), tooth fracture ("broken tooth"), gingivitis ("gingivitis"), visual impairment ("vision deterioration"), arthralgia ("pain in the hip, often have joint pain"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal stiffness ("muscle stiffness") and depressed mood ("depressive tendency"), was found to have weight increased ("weight gain 15 kg") and underwent carpal tunnel decompression ("carpal tunnel surgery"), 4 months 5 days after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced complex regional pain syndrome ("after a carpal tunnel surgery I developed algodystrophy of the left arm"). The patient was treated with surgery (essure removal, carpal tunnel surgery and hysterectomy) and new visual correction. Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and uterine leiomyoma had resolved, the dysmenorrhoea, pain in extremity, cardiovascular disorder, myalgia, sleep disorder, dry mouth, eye pruritus, lacrimation increased, productive cough, vaginal discharge, joint swelling, visual impairment, back pain, musculoskeletal stiffness, depressed mood and carpal tunnel decompression outcome was unknown and the limb discomfort, weight increased, dry eye, vaginal cyst, abdominal distension, flatulence, amnesia, aphasia, tooth fracture, gingivitis, arthralgia, neck pain and complex regional pain syndrome had not resolved. The reporter provided no causality assessment for abdominal distension, amnesia, aphasia, arthralgia, back pain, cardiovascular disorder, carpal tunnel decompression, complex regional pain syndrome, depressed mood, dry eye, dry mouth, dysmenorrhoea, eye pruritus, flatulence, gingivitis, joint swelling, lacrimation increased, limb discomfort, menorrhagia, musculoskeletal stiffness, myalgia, neck pain, pain in extremity, productive cough, sleep disorder, tooth fracture, uterine leiomyoma, vaginal cyst, vaginal discharge, visual impairment and weight increased with essure. The reporter commented: I had haemorrhagic and hyper painful periods, I underwent a hysterectomy because I had a huge fibroma, following a hysterectomy I don¿t have periods anymore. For the vaginal cysts I will have magnetic resonance imaging on (B)(6) 2020. Currently, after a carpal tunnel surgery, I developed algodystrophy of the left arm, I still have memory loss I use the wrong words, I gained weight (15kg) I often have joint pain, heavy legs, neck pain, dry eyes and a lot of bloating and gas. Note that I have been on sick leave since (B)(6) 2018 and have had official recognition of a person¿s status as a worker with a disability for the last 3 months. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: ((B)(4)) on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and fibroma ('huge fibroma') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("hyper painful periods"), pain in extremity ("throbbing in the right leg during menstrual period"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), myalgia ("muscle pain"), sleep disorder ("disturbed sleep"), dry mouth ("dry mouth"), dry eye ("dry eyes"), eye pruritus ("itchy eyes"), lacrimation increased ("watery eyes"), productive cough ("wet cough with mucus"), vaginal discharge ("vaginal discharge"), vaginal cyst ("vaginal cysts"), abdominal distension ("abdominal swelling, bloating"), flatulence ("flatulence, a lot of gas"), joint swelling ("swollen ankle"), amnesia ("loss of memory"), aphasia ("say one word in place of another; search for words"), tooth fracture ("broken tooth"), gingivitis ("gingivitis"), visual impairment ("vision deterioration"), arthralgia ("pain in the hip, often have joint pain"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal stiffness ("muscle stiffness"), depressed mood ("depressive tendency") and carpal tunnel syndrome ("carpal tunnel surgery") and was found to have weight increased ("weight gain 15 kg"), 4 months 5 days after insertion of essure. On an unknown date, the patient was found to have fibroma (seriousness criterion medically significant) and experienced complex regional pain syndrome ("after a carpal tunnel surgery I developed algodystrophy of the left arm"). The patient was treated with surgery (essure removal, carpal tunnel surgery and hysterectomy) and new visual correction. Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and fibroma had resolved, the dysmenorrhoea, pain in extremity, cardiovascular disorder, myalgia, sleep disorder, dry mouth, eye pruritus, lacrimation increased, productive cough, vaginal discharge, joint swelling, visual impairment, back pain, musculoskeletal stiffness, depressed mood and carpal tunnel syndrome outcome was unknown and the limb discomfort, weight increased, dry eye, vaginal cyst, abdominal distension, flatulence, amnesia, aphasia, tooth fracture, gingivitis, arthralgia, neck pain and complex regional pain syndrome had not resolved. The reporter provided no causality assessment for abdominal distension, amnesia, aphasia, arthralgia, back pain, cardiovascular disorder, carpal tunnel syndrome, complex regional pain syndrome, depressed mood, dry eye, dry mouth, dysmenorrhoea, eye pruritus, fibroma, flatulence, gingivitis, joint swelling, lacrimation increased, limb discomfort, menorrhagia, musculoskeletal stiffness, myalgia, neck pain, pain in extremity, productive cough, sleep disorder, tooth fracture, vaginal cyst, vaginal discharge, visual impairment and weight increased with essure. The reporter commented: I had haemorrhagic and hyper painful periods, I underwent a hysterectomy because I had a huge fibroma, following a hysterectomy I don¿t have periods anymore. For the vaginal cysts I will have magnetic resonance imaging on (B)(6) 2020. Currently, after a carpal tunnel surgery, I developed algodystrophy of the left arm, I still have memory loss I use the wrong words, I gained weight (15kg) I often have joint pain, heavy legs, neck pain, dry eyes and a lot of bloating and gas. Note that I have been on sick leave since (B)(6) 2018 and have had official recognition of a person¿s status as a worker with a disability for the last 3 months. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.